Manufacturer narrative:
Catheter.

Event description:
The pump had more volume than usual at refill. The patient was treated with oral medication. The catheter was replaced for occlusion. There was reported to be no patient injury. The patient was reported to be "ok" after the replacement. The device system was used to deliver morphine.